Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion area was located in a moderately tortuous and severely calcified below the knee artery. A 2.50mm/ 1.5cm/ 140cm small peripheral cutting balloon was selected for endovascular therapy. During the procedure, the balloon ruptured. The device was removed without any problem. The procedure was completed with another of the same device. No complications reported and the patient was good post procedure.